Event description:
It was reported that the patient¿s continuous glucose readings on the ilet indicated urgent low glucose at the 43 mg/dl, prompting intake of oral glucose, while confirmatory fingerstick values were 132 and then 119 mg/dl, consistent with a brief sensor issue; the patient subsequently calibrated, and glucose rose to 154 mg/dl with education provided on appropriate correction to avoid overtreatment. Customer care provided support that included advise to follow treatment protocol based on bg and alerts. Investigation of this case revealed a transient sensor inaccuracy consistent with a brief sensor issue, with no device malfunction confirmed and glucose values within acceptable variance upon fingerstick comparison. No clinical symptoms associated with hypoglycemia reported. Outcomes included resolution of the low alerts without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.